Event description:
Reporter stated that during the night of (B)(6) 2004, the patient's blood glucose felt low so he got up three times to have a snack. The next day the patient's blood glucose was 42 mg/dl. Patient was given snacks to bring blood glucose back up, but patient began to act incoherent. Patient's mother suggested patient disconnect from device and go to hospital. Patient disconnected from device, and then went to hospital. Patient was not treated at hospital, he was just put in a room. Patient's blood glucose was 386 mg/dl 1.5 hours later.